Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit is getting a 6 flash error code. This is a left park brake fault.